Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged display. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the external pulse generator (epg) had a damaged display. It was also noted that the output connector wire and display wire was pinched. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.